Event description:
The patient underwent successful coil embolization of an anterior cerebral artery aneurysm. Immediately post procedure, the patient¿s condition worsened related to aneurysm rupture, embolism, and vasospasm with ischemia. The patient expired two days post procedure; cause of death was related to vasospasm and corresponding ischemia. No other information was provided.

Event description:
The patient underwent successful coil embolization of an anterior cerebral artery aneurysm. Immediately post procedure, the patient¿s condition worsened related to aneurysm rupture, embolism, and vasospasm with ischemia. The patient expired two days post procedure; cause of death was related to vasospasm and corresponding ischemia. No other information was provided.

Manufacturer narrative:
(B) (4) conclusion: for anticipated procedural complication. The device was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Aneurysm rupture, embolism, vasospasm, ischemia, and patient death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.